Manufacturer narrative:
The investigation of the returned coil system found the pusher hypotube kinked at the middle section, and the implant to be separated from the pusher. The implant was not returned for evaluation. The pusher heater coil was found to be burnt, which indicates thermal activation did occur. The investigation found the pusher¿s monofilament profiled a mushroom shape at the proximal end and a tensile break at the distal end, indicating that the implant experienced a partial/delayed detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the kink is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that an embolization coil implant would not detach with the detachment controller. It then detached upon removal, inside of the catheter. The delivery pusher was then used to push the coil into position. There was no injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant would not detach with the detachment controller. It then detached upon removal, inside of the catheter. The delivery pusher was then used to push the coil into position. There was no injury or intervention.